Manufacturer narrative:
Summary: the complaint is confirmed for one (1) of one (1) returned roi-c implant holder (pn mc9001r) for the failure of tip fracture. This device is used for treatment. No medical records were provided with the complaint. Inspection: the returned item matches information listed in the complaint file. Visual inspection of the device reveals that the tip is fractured. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause: a definitive root cause can not be determined with the information provided. It is possible that an off-axis force applied to the implant holder or wear and tear from multiple uses over time contributed to this event. Corrective/preventive action: no corrective or preventive actions are recommended. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the hook on the implant holder fractured. The surgeon used another holder to complete the case. There was no delay or impact on the patient.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the hook on the implant holder fractured. The surgeon used another holder to complete the case. There was no delay or impact on the patient.